Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the upper and lower jaw of the firstpass were misaligned, therefore, the device could not pass the suture. When the capture window was checked, it was found broken inside the patient. All broken pieces were removed. Surgery was completed with a knee scorpion from arthrex. It is unknown if there was any surgical delay and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The suture capture has been disconnected from the upper jaw and is deformed. The suture capture window of the upper jaw has been deformed into an hourglass shape from being squeezed at its center, as evidenced by the indention marks on either side of the jaw. The needle has no visible defect. Bio debris is present. A functional evaluation showed that pulling the lever will close the jaw and deploy the suture needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.